Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level went as high as 400 mg/dl. Customer treated their high blood glucose via insulin pump and manual injection. Customer reported that high blood glucose was due to site or set as cannula would bend. Customer requested the shorter cannula length. Customer declined troubleshooting for high blood glucose. Product would not be returned.